Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/fragment'), pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("decreased sexual pleasure") and mental disorder ("suffer psychologically") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, libido decreased, mental disorder and endometrial ablation outcome was unknown. The reporter considered device breakage, endometrial ablation, libido decreased, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result was not provided.. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received- new events endometrial ablation and breakage were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/fragment'), pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("decreased sexual pleasure") and mental disorder ("suffer psychologically") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, libido decreased, mental disorder and endometrial ablation outcome was unknown. The reporter considered device breakage, endometrial ablation, libido decreased, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/fragment'), pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in a female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine spasm, hematometra, cystoscopy, hemorrhagic cyst and adhesions nos postoperative. Previously administered products included for an unreported indication: glucagon. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("decreased sexual pleasure") and mental disorder ("suffer psychologically") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (paracervica1 block, robotic total laparoscopic hysterectomy with bilateral salpingectomy and partial hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, libido decreased, mental disorder and endometrial ablation outcome was unknown. The reporter considered device breakage, endometrial ablation, libido decreased, mental disorder and pelvic pain to be related to essure. The reporter commented: the left-sided essure placed in the normal fashion with 9 trailing coils visible post deployment. Discrepancy noted: essure removal date as per mr is (B)(6) 2016. On the right side, the essure was placed but device failure was encountered. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/fragment'), pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in a female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine spasm, hematometra, cystoscopy, hemorrhagic cyst and adhesions nos postoperative. Previously administered products included for an unreported indication: glucagon. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("decreased sexual pleasure") and mental disorder ("suffer psychologically") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (paracervical block, robotic total laparoscopic hysterectomy with bilateral salpingectomy and partial hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, libido decreased, mental disorder and endometrial ablation outcome was unknown. The reporter considered device breakage, endometrial ablation, libido decreased, mental disorder and pelvic pain to be related to essure. The reporter commented: the left-sided essure placed in the normal fashion with 9 trailing coils visible post deployment. Discrepancy noted: essure removal date as per mr is (B)(6) 2016. On the right side, the essure was placed but device failure was encountered. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result was not provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("decreased sexual pleasure") and mental disorder ("suffer psychologically"). The patient was treated with surgery (partial hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, libido decreased and mental disorder outcome was unknown. The reporter considered libido decreased, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was not provided. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.